Event description:
Evd tubing was found in patient's bed disconnected from stopcock. Tubing was not manipulated or pulled to cause the disconnection and was found open with csf draining into bed. Primary rn turned the side of the stopcock that was still connected, off to the patient. Neurosurgery notified. Duet evd system changed out. Defective evd placed in bag and given to management. Icp reading a negative number initially post disconnection discovery. Pt. Neuro exam unchanged. Leaking ¿ disconnection of evd catheter. The tubing is connected to the evd catheter to allow for csf drainage from the patient ventricle to a burette which allows for the nurse to measure how much drainage is coming out per hour. It also allows for the nurse to measure the patient's intracranial pressure. Tubing disconnection cause unimpeded flow for cerebrospinal fluid without provider control or monitoring.